Manufacturer narrative:
It should be noted that the devices reportedly implanted in this event were utilized in an off-label application in the USA. The r3 cocr acetabular liner is approved for use in the USA only with a bhr resurfacing femoral head. The smith & nephew hemi-head (large diameter cocr femoral head) is only FDA approved for use when attached to a smith & nephew femoral stem for articulation on native bone, not on an acetabular component (such as a bhr acetabular cup).

Event description:
It was reported that revision surgery was performed due to left hip pain which began around (B)(6) 2010. During the revision surgery, it was reported that there was a complication due to a cut to the patient's femoral artery and acute blood loss which was treated by a vascular surgeon. Reportedly due to the length of surgical extension of this revision surgery, the patient reportedly experienced nerve damage to his right hand which required corrective surgery on (B)(6), 2013.